Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the core monitor was freeze. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the core monitor was frozen. A technical support specialist found that the issue was a one-time kernel power event that caused the system to reboot without shutting down cleanly and later verifying that the station is currently working fine and confirming that the database size is normal. The customer confirmed that the station was currently operating without issues. The system functioned as intended after the technical support specialist troubleshot the device.